Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed that both devices were not in their original packaging. Device 1 was returned with the suture and anchors on the insertion device, with the sutures in the channel. The anchor is fractured from the proximal end and the prongs on the distal end of the shaft are deformed. Device 2 was returned with the anchor on the device, but no suture material returned. The anchor is fractured from the distal end of the suture window and the distal tip was not returned. The prongs at the distal end of the insertion device are fractured away. There is biological debris on the returned items. An assessment of material characteristics found that based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that tensile strength requirements are specified. A material certificate of analysis (coa) is required for raw material. A clinical review states that all documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical/medical investigation. There is a definitive clinical root cause. Based solely on the results of the product evaluation the root cause of the reported issue was the result of a user technique vs procedural variance. The device IFU does caution that ¿use of excessive force during insertion can cause failure of the suture anchor or insertion device.¿ the twinfix ultra anchor is implantable, biocompatibility is not an issue. The patient impact is determined to be the retained broken anchor fragments, the additional bone hole, and the prolonged surgery. Local irritation/discomfort, and/or migration of the retained broken anchor should not be ruled out. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H10: internal complaint reference number: (B)(4).

Event description:
It was reported that during an arthroscopy, after drilling a 4.5mm hole by tap, two (2) twinfix ultra anchors broke while implantation. Some pieces were not removed from the patient. The procedure was completed with a surgical delay of less than 30 minutes using a smith and nephew back up device in an additional bone hole. A void was left in the patient. No further complications were reported.

Manufacturer narrative:
H10: h2: additional information on: d4 (lot number & expiration date) & h4.